Event description:
Related manufacturer reference number: 3006705815-2021-06434. It was reported patient experienced ineffective therapy. X-rays confirmed that both the leads had migrated, and diagnostics indicated high impedances. As a result, surgical intervention took place wherein both the leads and anchors were explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.